Event description:
Healthcare professional reported rupture. The devices was explanted and replaced. This relates to the left side.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: brown particles observed in the gel. No further actions are required as the device was implanted.

Manufacturer narrative:
H.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The devices was explanted and replaced. This relates to the left side.